Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 600 mg/dl to "high", vomiting, extreme thirst, frequent urination, and shortness of breath; cause was not known. Customer administered boluses via the pump, manual injections, and performed a supply change to address the issue. On (B)(6) 2024 ems (emergency medical services) was called. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.